Event description:
N/a.

Manufacturer narrative:
Explant due to leaflet tear, mitral regurgitation and shortness of breath was reported. The investigation found that there was no pannus formation. The inflow and outflow surfaces are unremarkable. The sewing cuff is mostly intact. Cusp 3 has a 6 mm tear in the mid portion of the cusp base. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the tear/incision could not be conclusively determined; however, thinning of and loss of collagen fibers at its base of cusps 2 and 3 could have contributed to the tear/incision formation. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 27mm epic valve was implanted in the patient. The annular dimension of the native valve was 26mm. On (B)(6) 2024, the patient had a shortness of breath and a mitral regurgitation (mr) was noted. A tear was occurred and the valve prolapsed. The valve was explanted and a new 25mm non-abbott valve was implanted. The patient was reported discharged.